Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Samples were taken from the current production and visually inspected. Issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted. Review of d005120 rev 01 was performed and the failure mode is already included. No update is required. It is necessary to receive the device sample involved in the complaint to perform a proper and thorough investigation to confirm the alleged defect. Customer complaint cannot be confirmed based on the information received. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the adapter becomes separated from the endotracheal tube. Alleged issue reported as during use. Customer reports no injury to the patient.